Event description:
Customer reported that he was driving and his blood glucose went low, causing him to drive off the road. This occurred on (B)(6) 2014. Customer's blood glucose was unknown at the time of the incident. The paramedics treated customer with tablets and chocolate and it went up to 6 mg/dl. Customer stated that when he goes low, his insulin pump alarms motor error. The device history showed a motor error and another alarm. The drive support appears normal. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Device was programmed and monitored for two days with no alarms noted. Device passed the displacement test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensors. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).